Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had peeling of the conductor wire insulation. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. As a result, the internal wires are exposed. Electrical continuity was performed and passed. No thermal damage was observed. The root cause of this failure is attributed to a component failure. Additional observation not reported by site was that the instrument was found to have various scratch marks on the main tube. The scratch marks were 0.119¿ - 0.160¿ in length and are not aligned with the tube axis. The root cause is typically attributed to the user mishandling/misuse. A review of the device logs for the fenestrated bipolar forceps instrument (part# 471205-17 / lot/serial# b)(4) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.